Manufacturer narrative:
On may 22, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 405cc mentor memorygel xtra breast implant. The patient's date of implant was added as (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, mentor received the device for evaluation as well as additional information. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient underwent removal on (B)(6) 2023. Patient identifier was added as (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 05, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 405cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Photo evaluation summary: according to the information reported, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).